Event description:
Bipolar scissors plugged into govie during procedure. At insertion shears in sheath, equipment coagulated with out fort on pedal. Cords plugged in correctly to bipolar. MFR notified, pulled all machines for MFR response.